Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had an exposed black cable at the tip. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. There was no broken and damaged conductor wire. Energy delivery was tested and passed in various grip orientations and the instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.